Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned yet.

Event description:
It was reported that upon opening the package, the proximal part (catheter connection side) of the tunneler had allegedly been bent. The procedure was completed with the alleged device successfully. There was no reported patient injury.

Event description:
It was reported that upon opening the package, the proximal part (catheter connection side) of the tunneler had allegedly been bent. The procedure was completed with the alleged device successfully. There was no reported patient injury.

Manufacturer narrative:
Complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The DHR review is not available because the corporate lot number is unknown. Based on the information provided in the sample evaluation: the device returned was one tunneler reportedly from an MRI chrono port kit. Visual, microscopic, and tactual evaluation was performed. Curvature in the tunneler, and of particular note, a bend in the connector end, was observed, along with some scratching. Comparison with the drawing showed that the tunneler was deformed in comparison. The complaint of a bent tunneler is confirmed. The definitive cause of this event cannot be determined with the information available. It is unknown if shipping and/or procedural factors contributed to this event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that upon opening the package, the proximal part (catheter connection side) of the tunneler had allegedly been bent. The procedure was completed with the alleged device successfully. There was no reported patient injury.

Manufacturer narrative:
Complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The DHR review is not available because the corporate lot number is unknown. Based on the information provided in the sample evaluation: the device returned was one tunneler reportedly from an MRI chrono port kit. Visual, microscopic, and tactual evaluation was performed. Curvature in the tunneler, and of particular note, a bend in the connector end, was observed, along with some scratching. Comparison with the drawing showed that the tunneler was deformed in comparison. The complaint of a bent tunneler is confirmed. The definitive cause of this event cannot be determined with the information available. It is unknown if shipping and/or procedural factors contributed to this event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.